Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the ec to resolve the customer reported issue. The system was then tested and verified as ready for use. Isi received the ec to perform failure analysis. In the logs, an error was located, indicating that the fault occurred in the field. A visual inspection was performed and no damage was observed in the exterior and interior of the unit. The unit was installed in a test system where it functioned as expected. The image was clear. The system was set to run 10 power cycles. After testing, the system error logs were investigated and no errors could be found. The image was clear on the monitor and the ec functioned normally.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error message was generated, indicating that a vision monitor went out. The case was reportedly converted to open surgery. An error was observed in the logs pointing to an endoscope. An intuitive surgical, inc. (Isi) technical service engineer (tse) advised the user to reseat the endoscope in the endoscopic controller (ec) five times to burnish the pins and to determine if the issue would persist. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.